Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 86 mg/dl. The customer stated that she was awoken by the insulin pump alarming that she had low blood glucose. When she went to correct the low blood glucose level, she noted that the insulin pump shut off. She stated that the insulin pump had neither been dropped nor bumped. She was advised against using lithium batteries. Upon troubleshooting, the display returned. She was advised to monitor the device. Advised the customer that a replacement battery cap would be sent. Upon receipt of the battery cap, the customer called again, reporting that she observed a blank display after using the new battery cap. The blood glucose reading was 110 mg/dl. She stated that the device took 4 minutes to show anything on the display. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.